Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 389 mg/dl at the time of the event. The customer stated that she ran out of insulin, but she thought she could wait until the morning to get more insulin. However, the customer stated that she nearly went into a coma and had to be hospitalized. The customer's blood glucose reading was 508 mg/dl when she ran out of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.